Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a low blood glucose level of 36 mg/dl. Customer's mother heard that the customer was crying and upset. Customer's mother took her daughter to the emergency room. Customer's pump gave her 14.9 units of insulin while she slept. Customer stated that her max bolus was 10. It was set to 15 per max bolus screen. Customer stated that the date was also 2 days behind but the time was correct. Customer's pump was removed in the emergency room. Customer took 5 units by injection and another 5 units earlier. Customer is not currently on the pump. Customer had a low reservoir alert and a battery out limit alarm in the alarm history. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the reservoir tube and minor scratches on the display window.

Manufacturer narrative:
The pump passed the delivery accuracy test.